Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Info was received regarding the pt line being "detached" from the cartridge. There was no reported impact to customer's blood glucose level.